Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Information pertaining to an alternate method of insulin therapy was not provided. There was no adverse impact to the customer¿s blood glucose level.